Manufacturer narrative:
(B)(4).

Event description:
The physician reported a connection issue relative to the subject pacemaker during the implant attempt. Specifically, it was indicated that the ventricular lead could be removed easily by pulling. A second connection attempt was made by loosening the set-screw, re-inserting the lead, and tightening the screw resulted again in easy removal of the lead by pulling. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
The physician reported a connection issue relative to the subject pacemaker during the implant attempt. Specifically, it was indicated that the ventricular lead could be removed easily by pulling. A second connection attempt was made by loosening the set-screw, re-inserting the lead, and tightening the screw resulted again in easy removal of the lead by pulling. Another pacemaker was subsequently implanted instead.